Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that on top where reservoir screws in the tab was broken off, screen was marbled and rainbow effect. Customer¿s blood glucose level was unknown. Customer stated that the sometime had to move around to be able to see the insulin pump screen. Customer also stated that the battery life diminished and grinding noise when rewinding. Troubleshooting was not performed. The device will not be returned for analysis.